Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7240671; medical device expiration date: 08/31/2020; device manufacture date: 08/28/2017. Medical device lot #: 8002876; medical device expiration date: 12/31/2020; device manufacture date: 01/02/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of a bd insyte¿ autoguard¿ bc shielded IV catheter with blood control before use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that foreign matter was found on the tip of a bd insyte autoguard bc shielded IV catheter with blood control before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. The defect foreign matter; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.